Manufacturer narrative:
Follow-up # 1: date of submission 10/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2015 with the following findings: a review of the pump black box data revealed consecutive pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads on the side and above and below the finger pad. The returned battery cap¿s threads were observed to be stripped and the cap was unable to fit to the pump. A test cap was used and was able to fit to the pump. The ez-prime steps were performed correctly and no further power interruptions occurred during investigation. The power complaint was duplicated when the reboots occurred. The pump¿s cover was removed and there was no intermittent condition found to the power supply circuit. Unrelated to the original complaint, the bolus button cover was observed to be torn but the bolus button responded properly to user presses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. It was alleged that the battery compartment was cracked. Reportedly, the battery cap was not damaged but was unable to tighten on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.